Manufacturer narrative:
(B)(6).

Event description:
Per information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 8.3, rate 50 ml.24hr. And 87.85 was given. No adverse patient effects were reported. No additional information is available at this time.